Event description:
It was reported that high, out of range, lead impedance was observed via remote transmission. When the patient was brought to the clinic, an insulation anomaly was observed via x-ray. The lead was explanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasions were noted at 46.5-47.0cm and 46.5-46.7cm from the lead tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Manufacturer narrative:
External insulation abrasion was noted at 0.1-0.7cm and 0.4-0.6cm from the proximal end of the rv coil. The etfe coating was intact at these locations.